Event description:
The patient reported that their doctor refilled the pump on (B)(6) 2013 and ¿it was completely dry¿. They stated that, after the refill, ¿it made them so sick they could not even drive home¿, and it lasted for a couple days. They noted they had been through that before, ¿when they go in for pain medicine and they put it through your vein or something like that¿; they stated ¿they felt that was what happened to them like a hundred times worse¿. She stated that it felt like their healthcare provider put something in their vein. The patient stated that they did not know why their pump was ¿so dry¿ and they did not get alerted for it because ¿they supposedly had beeped¿. They stated their hcp ¿did not have a lick come out of that syringe¿. They further clarified that they had been scheduled for a refill on (B)(6) 2013 and they went to their refill on (B)(6) 2013; that they did not miss a session or anything. They confirmed they never heard an alarm. The patient¿s medication and dosage were not changed at that refill. The medication used within the system was dilaudid.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).